Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke in mouth / toothbrush fell apart [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) consumer of unspecified age reported via e-mail on (B)(6) 2016 that one of the oral-b power oral care refills flexisoft broke in his/her mouth on its second use with an oral-b rechargeable toothbrush, version unknown and he/she almost swallowed it. He/she had saved the pieces, and also noted that the second brush from the three piece package seemed to be okay. No symptoms developed. 07-jun-2016 received consumer follow-up e-mail: the consumer reported that another toothbrush from the package had fallen apart. No further information was provided.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned 2 toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head broke in mouth / toothbrush fell apart [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a (B)(6) old consumer of unspecified gender reported via e-mail on (B)(6) 2016 that one of the oral-b power oral care refills flexisoft broke in his/her mouth on its second use with an oral-b rechargeable toothbrush, version unknown and he/she almost swallowed it. He/she had saved the pieces, and also noted that the second brush from the three piece package seemed to be okay. No symptoms developed. On (B)(6) 2016 received consumer follow-up e-mail: the consumer reported that another toothbrush from the package had fallen apart. No further information was provided.